Event description:
It was reported tha the system would not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software. The system operates as intended.